Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced severe groin pain, pelvic pain, painful intercourse, urinary dysfunction, muscle spasms, stress urinary incontinence, device erosion, a decline in her physical state and partial explantation of the device.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 12/18/2023 indicates that the patient is experiencing urinary tract infections, hematuria, dysuria and abdominal pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 09/17/2024 indicates that the patient also reportedly experienced chronic pain, weight gain secondary to pain, dyspareunia, incontinence without provocation, vaginal discharge, back pain, palpable area of mesh at midline urethra, spastic pelvic floor syndrome, myalgia of pelvic floor, recurrent urinary tract infection, nocturnal urgency, incomplete emptying of bladder, muscle pain, atrophic vaginal epithelium, gait deficits limited by pain, bilateral neuralgia of pudendal nerves and obturators, constipation, pain with bowel movement, nocturia, urgency, hesitancy, incomplete emptying, muscle spasm. In (B)(6) 2024, patient went complete extraction/removal of altis and cystoscopy under anesthesia. Patient reportedly continues to experience left sided hip and thigh pain with associated weakness and stress urinary incontinence/ nocturia.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information received on 11/02/2024, indicates that the patient also experienced frequency and variable urine stream. The patient had bilateral pudenal nerve blocks and trigger point injections. Reportedly, the pain improved post revision/ removal surgery, but still was still persistent.

Event description:
As additionally reported to coloplast on 09/14/2025 though not verified: the patient has experienced worsening groin pain again, recurrent urinary incontinence and urinary tract infections with hematuria. The patient has reportedly also had to stop working due to being unable to tolerate sedentary positions.